Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that no rhythm was transferring to monitor; it was frozen. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.